Event description:
It was reported that, "dr (B)(6) removed (B)(4) size 11 10mm thick insert implanted in 1991 with (B)(4) femoral component and (B)(4) tibial tray. Both femoral and tibial component were well fixed and well positioned with appropriate amount of wear. The insert was beginning to wear so dr r decided it should be replaced with the above component. This explanted insert was discarded by the hosp and is not available for return."

Manufacturer narrative:
Eval summary: the reported insert was not returned for eval device lot code was not provided. No any medical records and x-rays were provided. The results of the investigation indicate that there is no evidence of faulty prosthetic design, mfg, or material factors being responsible for this clinical situation. Polyethylene wear on the tibial insert would be expected after it had been in vivo service for nearly 20 years. It appears that this event was not device related. A review of the current packaging insert, omnifit and series 7000 total knee components notes the following adverse effects: wear of polyethylene components has occurred and literature reports have associated its occurrence with bone resorption, loosening and infection.